Manufacturer narrative:
Based on the current information provided, the cause of the perioperative complication cannot be determined as there is insufficient information. Continued attempts to gather information will be made and a follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date found that there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported event. System log review found no system errors occurred that would have contributed to any product issues for the reported event date of (B)(6) 2023. Additionally, review of the subsequent (B)(4) procedures performed on the system noted (B)(4). As of (B)(6) 2023, a total of (B)(4) procedures have been performed with no reported complaints. A review of the advanced system logs for this procedure, and the procedures directly before and after this procedure, found nothing to suggest a fault with the system. A device history review confirmed that there were no related non-conformances documented for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that according to the information provided in the summary of events, the patient in this report underwent a seemingly uneventful gastric bypass procedure. However, they returned to the hospital shortly after discharge for reasons that are unknown. The patient required a re-operation on pod 3 and expired on pod 4. The details and patient¿s status regarding the reason for the return as well as the findings on the re-exploration were not provided. The cause of death was not reported. There is insufficient information to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that a patient underwent a da vinci-assisted roux-en-y gastric bypass procedure. The intuitive surgical, inc. Clinical sales representative was informed that the surgery was completed as planned with no delays and no issues during the procedure, including no product failure. The patient presented to the emergency room the following day (post-operative day#2 (pod)) for unknown symptoms and condition. The patient underwent an unspecified, non-da vinci assisted reoperation on pod #3. The patient expired on pod #4 with an unknown cause of death. Multiple follow-up attempts to obtain additional information from the surgeon and robotics coordinator have been made; however, no further details have been received as of the date of this report.

Manufacturer narrative:
On 08/18/2023 additional information was provided by the surgeon. The initial da vinci-assisted roux-en-y gastric bypass procedure went well without issues or malfunction; the procedure was completed as planned with no delays. The patient was kept overnight and discharged the next morning on postoperative day 1 (pod 1). Later that afternoon, the patient complained of pain and hematemesis and was re-admitted to the hospital for suspected gastrointestinal bleeding; however, a CT scan showed no bleeding or leaks, only a small amount of free air that is anticipated for this robotic surgery. The patient¿s hemoglobin and hematocrit remained stable. Subsequently, the patient¿s condition deteriorated overnight with signs and symptoms of peritonitis, lactic acidosis, and tachycardia. The patient was taken back to the or in the morning of pod 2 for an emergent exploratory laparoscopy. Upon induction of anesthesia, the patient coded. Advanced cardiac life support was performed for 20 minutes, with successful resuscitation and the laparoscopy was performed. The surgeon reported that the top anterior of the remnant stomach was leaking bile and gastrointestinal contents and the area appeared to be ischemic. The staple line was intact with no issues. There was no bleeding noted, the gastro-jejunum and jejunum appeared to be normal. The surgeon was unsure why the stomach was ischemic, he reported that there was no evidence of thermal effect over the area. The patient coded again while in the intensive care unit on pod 3 and expired. The cause of death was attributed to the bile leak, sepsis and anesthesia complications. Review of the additional information was performed by an intuitive surgical medical safety officer (mso) who concluded that according to the information provided in the summary of events, the patient in this report underwent a seemingly uneventful gastric bypass procedure. However, the patient returned to the hospital shortly after discharge and was eventually found to have a leak from an area of the stomach that appeared to be ischemic. The re-operation occurred on pod 2 and the patient coded at the beginning of the procedure, was resuscitated, the procedure continued but ultimately deteriorated post operatively and expired on pod 3. The surgeon commented the staple line from the first operation was intact and the leak came from an area of the stomach that became ischemic for unknown reasons. There is no allegation that any intuitive surgical instrument or product malfunctioned or did not work as expected. There is insufficient information to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
Refer to h10/h11 for follow-up information.